Event description:
On (B)(6) 2012, the lay-user/patient and her aunt contacted animas (anm) alleging an intermittent power issue with the pump. The patient did not allege any harm or injury because of the alleged issue. The patient claimed that for the previous half hour the pump would vibrate, given an alarm followed by the verify screen, and then show "0u" of insulin on the wake up screen. The patient also indicated that after performing the rewind, load, and prime steps, the issue would occur again. The patient indicated that after she removed and reinserted the pump's battery, the device no longer gave an alarm and the verify screen was no longer appearing. The alleged issue was not resolved with troubleshooting. The yellow o-ring was not visible. There was no visible battery compartment or battery cap damage. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump had a power issue that was not resolved with troubleshooting. However, there is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.